Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Review of device data determined this was the second time this device delivered an inappropriate shock. This device remains in service and will continue to be monitored closely. No additional adverse patient effects were reported.